Event description:
Caller states the pt tested 1.1 inr and 2.6 inr on the coaguchek s system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.

Manufacturer narrative:
.